Event description:
Physican attempted to use inpact av access balloon for patient treatment. The IFU (instruction for use) was followed during prepara tion, procedure, post-procedure. An indelator was used to inflate the balloon. It was reported that a balloon burst occured during balloon inflation. Device was replaced with a similar product and was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received reported that inflation fluid was used. One prior inflations were applied. Resistance was not noted during advancement. A vertical balloon slit was noted at 8atm (npb), the balloon did not fragment and all of the balloon was removed from the vessel. No vessel injury reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.